Event description:
The micro sagittal saw was sent for evaluation because it was running on its own without activation prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The motor of the device was replaced due to burnt, damaged contact pins.